Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) recently received an inappropriate shock while swimming. Boston scientific technical services was contacted and confirmed that the shock was delivered due to oversensed electromagnetic interference. The physician is continuing with normal monitoring and no additional adverse patient effects were reported. This s-ICD remains implanted and in-service.